Manufacturer narrative:
The product was not returned by the customer and the root cause could not be determined for this device. Therefore no corrective action will be initiated for this event. Lot number was unknown, therefore a device history record review could not be completed for this device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that the customer experienced an endoclamp malfunction-there was a piece of plastic in the root vent line that was occluding it, so it wouldn't work. No patient complications or injuries. Product was not saved.